Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed occlusion: safety valve open. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information due to patient privacy considerations. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.